Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms resulting in a lead safety switch (lss). High thresholds, noise and oversensing resulted in greater than two seconds of asystole with this patient experiencing lightheadedness. Ultimately, this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.